Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 1 devices was evaluated in the field and the issue was confirmed; the device had a loose component. 1 device could not be evaluated as the serial number of the unit was not recorded. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the bed exit was not alarming. 1 event had no patient involvement. 1 event had patient involvement, but there was no impact to the patient.